Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive failure on (B)(6) 2026 as the infusion set fell off due to patient's work. No further information available.